Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that there were some motor error alarms in the alarm history. The insulin pump will be returned for analysis.